Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient¿s right atrial (ra) lead was failing to capture and failing to sense. The patient was asymptomatic. The physician capped and replaced the lead on 05 apr 2021. The patient was stable throughout.